Event description:
Cd writing problems on the vericis workstation. Specifically when hosp canceled the writing of a cd, stale pt data from the canceled write was being included on subsequent cds of other pts. Defect # 1770 titled "cd verify cancel dangling file handles" was entered and closed 2 months later. And closed 2 months later. This defect occurred when the cd burning or verification was cancelled. The defect was observed in vericis workstation version 3.0 sp2 build number 13.0 11.3 and earlier. This defect was fixed in vericis workstation version 3.0 sp3 build 13.0 12.3. This issue has been fixed in subsequence releases of the vericis workstation software. The issue typically occurs after a user cancels a cd burning or verification. A known workaround for defect 1770 is to reboot the workstation prior to starting another cd creation. Camtronics tested and verified this workaround with the customer on site.